Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of medial collateral ligament repair, when inserting the anchor 4.5 healix peek anch.w/ocord, the anchor was broken off. This issue re-occurred on 222209(5.5 healix peek anch.w/ocord). Another device was used to complete the surgery. There were no adverse consequences to the patient. The devices are available to be returned for evaluation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during the surgery of medial collateral ligament repair, when inserting the anchor 4.5 healix peek anch.w/ocord, the anchor was broken off. This issue re-occurred on 222209(5.5 healix peek anch.w/ocord). The complaint device was received and evaluated. Visual observation reveals that the anchor was not received in the package and a portion of suture was out around 17 mm from the driver assembly. The complaint cannot be confirmed. The possible root cause for reported failure can be associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5; subsequent follow-up with the customer, additional information was received. It was reported that there was no surgical delay.